Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y procedure in small bowel, the surgeon was able to press the green button but was not able to squeeze the handle to fire. Another reload was opened to complete the case. There was no patient injury.